Manufacturer narrative:
Internal file number - (B)(4).

Event description:
Subsequent to the initial medwatch report, the following is corrected information: although a delay was reported due to the repeated deployment attempts by the user, there was no adverse patient sequelae and the delay was not clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It should be noted that the perclose proglide instructions for use (IFU), lists the instruction details for the deployment sequence for closing the access site of a catheterization procedure with multiple devices using the pre-close technique. The investigation determined the reported IFU violation was due to operator error and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other nineteen perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the right common femoral (rcfa) and left common femoral (lcfa) arteries were attempted with sixteen (16) proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the sutures of eleven proglide devices were attempted to be pre-placed in the lcfa and five proglide devices were attempted to be pre-placed in the rcfa. During the attempts of deploying the proglide devices, it was noted that the physician was not performing the deployment steps in the order per the instructions for use (IFU). The physician was noted to be skipping deployment steps with all sixteen proglide devices. The sutures of new proglide devices were successfully pre-placed, two in the rcfa and two in the lcfa. The sheath was upsized to a 20f and the aaa procedure was completed. The pre-placed proglide sutures used in each access site did not achieve hemostasis. Hemostasis was achieved using manual arterial compression along with placing sand bags on both groin. Additionally, the patient was administered the drug protamine. There was no reported adverse patient sequel; however, due to the deployment attempts made with the sixteen proglide devices, there was a clinically significant delay in the procedure or therapy. No additional information was provided.